Event description:
It was reported that while stimulation was on there was an overstimulation sensation while patient walked through the casino. Patient stated it was not painful, however, just had an increase in stimulation in the casino. Patient noted his stimulation decreased and everything was fine. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).